Event description:
A report was received by ciba vision from a surgeon that a patient who had a right eye memorylens implant in 2001 presented for examination 5 days later with endopthalmitis, hypopyon and intraocular infection of moderate severity. The doctor cultured the eye 5 days later, and the culture came back positive for staph aureus. The patient had a pre-existing medical history of diabetes and glaucoma.